Event description:
Per the clinic, the patient experienced wound dehiscence.

Event description:
Per the clinic, the patient experienced insufficifient healing, exposing the implant. There are plans to explant the device; however, this has not occurred as of the date of this report. This report is submitted on january 16, 2023.

Event description:
Correction: the previous MDR submitted on march 14, 2023 was filed inadvertently. No skin revision surgery has occurred. Per the clinic, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) in order to excise the excess skin. The implanted device remains.

Event description:
Correction : the describe event or problem in b5, was previously reported incorrectly. This has now been updated accordingly. Per the clinic, the patient underwent a skin revision surgery (specific date & reason not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.